Event description:
Allegedly, patient underwent tka in the UK, date unknown. Revised on (B)(6) 2025 due to infection. Tibial insert revised with another of the same size. Insert supplied under sas category b, tga approval ref (B)(4). Non-revised products: porduct ID: kttinp40 advance® ii modular titanium tibial base sz 4 std nonporous/ lot no.: 1559477/ qty: 1. Porduct ID: ksp16140 advance® canal filling stem extension 17mm x 140mm/ lot no.: 1409427/ qty: 1. Porduct ID: kfccnp4r advance® revision femoral size 4 right nonporous/ lot no.: 1542396/ qty: 1. Porduct ID: ksp14100 advance® canal filling stem extension 15mm x 100mm/ lot no.: 1409425/ qty: 1. Porduct ID: kpontp35 advance® onlay all-poly patella 35mm tri-peg/ lot no.: 1580890/ qty: 1 australia (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.